Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. The issue was escalated to the modality in-house engineering.

Event description:
The customer reported the patient data was deleted from the system. There is no report of patient injury.